Event description:
(B)(4). Has rls. After essure health has deteriorated now to idiopathic neuropathy, fibromyalgia, gluten sensitive. Chronic pain in whole body and joints, hips, back degenerative disc disease now. Feel 89 when (B)(6). No energy. Depressed from struggling with normal daily life.